Event description:
Healthcare professional reported right side rupture confirmed via ultrasound. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening assessed as surgical damage. Additional observations: ¿ no other observations observed. No further actions are required since no manufacturing issue is observed.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side rupture confirmed via ultrasound. The device has been explanted.

Event description:
Healthcare professional reported right side rupture confirmed via ultrasound. The device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.